Event description:
A report was received that the patient was experiencing discomfort due to the placement of the ipg. The patient underwent an ipg revision procedure wherein the ipg was moved and was doing well postoperatively.